Event description:
Consumer called to report getting lab results and comparing his plink meter results. Plink meter is running high. Analysis run on clark error grid using lab reading (138) vs. Bd readings (228, 291) yielded data points in the c zone of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting prod return to conduct quality investigation.